Manufacturer narrative:
The customer's test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable glucose results for two patients tested with accu-chek inform ii meter serial number: (B)(6). Patient 1: on (B)(6) 2026, at 10:18, the meter result was 521 mg/dl. At 10:20, the meter result was 285 mg/dl. This result was believed to be correct. At 10:21, the meter result was 277 mg/dl. Patient 2: on (B)(6) 2026, at 23:32, the meter result was "hi" (represented as 601 mg/dl). At 23:34, the meter result was 149 mg/dl. This result was believed to be correct. On (B)(6) 2026, at 4:32, the laboratory result was 117 mg/dl. The customer did not know if different fingers were used to collect samples for each test. The customer has a policy of repeating testing if the meter result is > 400 mg/dl.